Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/15/2020 h.6. Investigation: one sample of model 2260-0500, lot 20045827 was received for quality investigation. Upon visual inspection there was no tubing defective / broken the customers complaint could not be verified. A simulated infusion was also conducted to investigate leakage and occlusion. The infusion was set at a rate of 100ml/hr. No leakage and no occlusion was noted throughout the entire infusion set. No further issues were observed. A device history record review for model 2260-0500 lot number 20045827 was performed. Root cause analysis could not be conducted based on the limited information provided by the customer and the investigation of the sample that did not indicate a defective / damaged component. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20045827 regarding item #2260-0500. See h.10.

Event description:
It was reported that as lvp 20d low sorb was defective on 2 occasions. The following information was provided by the initial reporter: material no.: 2260-0500 lot no.: 20045827 verbatim: concern description: two lot numbers were noted and not sure which packaging was used so both are provided.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d low sorb was defective on 2 occasions. The following information was provided by the initial reporter: material no.: 2260-0500; lot no.: 20045827. Verbatim: concern description: two lot numbers were noted, and not sure, which packaging was used so both are provided.